Manufacturer narrative:
Event date: this event occurred on unspecified dates of (B)(6) 2022, further described as "within the last 1-2 weeks". Device manufacturer address 1:(B)(4). The devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of interlink system solution sets had backflow of medication to the intravenous (IV) bag during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.